Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances measuring 127 ohms. Technical services (ts) was consulted and monitor options were advised. No adverse patient effects were reported. This system remains in service.